Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. The hypoglycemia followed a more than usual dinner meal announcement. Device data showed that a significant majority of the user's meals were announced as more than usual. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was likely caused by the user over-estimating the carbohydrate content of their meal and choosing a meal size that was too large, resulting in excess insulin delivery relative to their need.

Event description:
On 8/23/24 an ilet user reported they experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on (B)(6) 2024. On 08/23/2024, the user experienced a low bg event with the lowest blood glucose level of 39 mg/dl, lasting approximately 30 minutes. The user consumed glucose tablets and about 54 grams of carbohydrates (6 cookies) to correct the low. The user's wife assisted in providing treatment during the event, as the user felt dizzy and slow. No professional medical intervention was required. Immediate symptoms included dizziness, sweating, dry mouth, and a strong pulse.